Event description:
A surgery to place sacroiliac (si) screws was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. As per the surgeon's initial information to brainlab, it was detected during the surgery with an intra-operative c-arm scan, that 4 k-wires for the si screws to follow were placed with navigation ca. 10mm deviating from their intended locations. According to the patient scans, navigation data and log files provided to brainlab of this surgery, during the procedure the surgeon: attached the navigation reference array with on two schanz pins beforehand placed into the right iliac crest bone of the patient. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration, and accepted the accuracy to proceed with the aid of navigation. Planned trajectories in the navigation for the intended 4 si screw placements, bilateral ending up in the sacral spine left and right into s1 and s2. Used the navigated drill guide 5mm to open the cortical bone and with the 2.8mm reduction sleeve to place the 4 k-wires for the intended si screws following the planned trajectories with the navigation display. Performed a verification c-arm scan, and with it detected that the k-wires placed deviated from their intended positions. The k-wire placements were corrected without using the aid of navigation, i.e. Under fluoroscopic guidance from the c-arm, before placing their si screws following the (corrected) k-wires at this surgery. There was no harm or negative effect to the patient reported due to the deviating initial k-wire placements, also further there were no reported remedial actions for the patient done, necessary or planned. There was no prolong of hospitalization reported either. The only information on the effects on the treatment and patient that brainlab could retrieve from the surgeon (treating clinician), is that there was no permanent damage to the patient.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires for sacroiliac (si) screws with their end points reaching into the sacral spine were placed in the patient's anatomy in a different position than desired with navigation involved, although there was no harm or negative effect to the patient reported due to the deviating initial k-wire placements, also further there were no reported remedial actions for the patient done, necessary or planned. There was no prolong of hospitalization reported either. The only information on the effects on the treatment and patient that brainlab could retrieve from the surgeon (treating clinician), is that there was no permanent damage to the patient. According to the patient scans, navigation data and log files provided to brainlab of this surgery, the k-wire placements were corrected without using the aid of navigation, i.e. Under fluoroscopic guidance from the c-arm, before placing their si screws following the (corrected) k-wires at this surgery. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the initial placements of the si k-wires with the aid of navigation deviating by ca. 3-22mm from their planned/intended trajectory, is: a de-calibrated non-brainlab c-arm that was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to the navigation. Test scans performed by a brainlab and a c-arm manufacturer's representative after the procedure revealed a deviation of the anatomy registration to navigation matching the observed placements deviation, indicating that the scanner became decalibrated before the surgery. A c-arm that loses its calibration (due to for e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration to the navigation. A further contributing factor considered for the deviating placements, observed from the data and images provided by the hospital for this surgery - although brainlab is unable to confirm, since the treatment details for this surgery could not be retrieved from the hospital - is: temporary movements of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user, not as required by brainlab. Image data provided by the hospital for this surgery show that the user's placement of the schanz pins the navigation reference array was fixated to, was close to the cranial border of the patient bone in the right iliac crest, likely compromising a sufficiently rigid fixation to the patient anatomy. Additionally, the scans provided for this surgery show that cement was used for the si screws, indicating osteoporosis of the patient bones - which further would have reduced the stability of the schanz pins placed into the patient's iliac crest holding the array. This reduced stability of the reference array fixation can lead to an inadvertent shift of the patient reference array due to any forces applied to the patient during the surgery after the registration scan. As per the log files provided of this surgery, the navigation software displayed navigation reference array movement warnings to the user during the surgery, indicating the occurrence of array movement at this surgery. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification of the registration, after draping, and throughout the surgery before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab c-arm used at this surgery was already re-calibrated by a c-arm manufacturer's representative, and its corresponding new properties were calibrated to the navigation by brainlab on oct 12, 2023.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires for sacroiliac (si) screws - with usually the end point of such si screws reaching to or into the sacral spine area - were placed in the patient's anatomy in a different position than desired with navigation involved, despite there was no harm or negative effect to the patient reported: apparently, the deviating k-wires were re-placed under fluoroscopic guidance to their correct locations at the same surgery (apparently before placing the following si screws). Further details of the effects on the treatment and patient could not yet be retrieved from the hospital/surgeon, brainlab continues to follow up with the user facility. The device evaluation is currently pending necessary clarifications of the surgical procedure. Brainlab intends to issue a follow-up report upon completion of the device evaluation.

Event description:
A surgery to place sacroiliac (si) screws was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. As per the surgeon, it was detected during the surgery with an intra-operative c-arm scan, that 4 k-wires for the si screws to follow were placed with navigation ca. 10mm deviating from their intended locations. Apparently, the deviating k-wires were re-placed under fluoroscopic guidance to their correct locations at the same surgery (apparently before placing the following si screws). There was no harm or negative effect to the patient reported. Further details of the effects on the treatment and patient could not yet be retrieved from the hospital/surgeon, brainlab continues to follow up with the user facility.